Event description:
It was reported that after pairing a new dexcom g7 sensor with an ilet system, an ¿enter bg¿ alert appeared during the sensor warmup and the user did not comprehend that the device had stopped automated dosing until the sensor completed warmup; manual blood glucose entry was performed while waiting, with a reported glucose of 174 mg/dl. Symptoms included no injury or adverse clinical effects. Outcomes included no impact beyond temporary interruption of automated dosing and the need for manual input. Investigation included user education and troubleshooting on cgm warmup behavior and alert resolution. Investigation of this case revealed expected behavior during cgm warmup with temporary loss of cgm signal and suspension of automated dosing until data resume, with the device functioning as designed once the sensor completed warmup. It was concluded, based on previously established findings for similar reports, that the cause was user understanding and use error related to cgm warmup and signal availability.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.